Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered when the patient was doing a pd treatment. The patient reported getting an air detected in cassette alarm in drain 2 of 4. The alarm was encountered multiple times, so the patient just cancelled treatment and threw out the cycler set. The following day the patient called technical services before attempting any treatment. Technical services told patient to inspect the inside of the cycler cassette door. The patient discovered fluid over the black pumps and it was dripping down under the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. In a follow up, the patient¿s pdrn reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler is available to return to manufacturer for analysis.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered when the patient was doing a pd treatment. The patient reported getting an air detected in cassette alarm in drain 2 of 4. The alarm was encountered multiple times, so the patient just cancelled treatment and threw out the cycler set. The following day the patient called technical services before attempting any treatment. Technical services told patient to inspect the inside of the cycler cassette door. The patient discovered fluid over the black pumps and it was dripping down under the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. In a follow up, the patient¿s pdrn reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler is available to return to manufacturer for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.